Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the right ventricular lead. Programming changes had previously been made but the noise was currently too large for additional programming changes. The physician opted to monitor the lead since pacing was appropriate. There were no patient consequences.